Manufacturer narrative:
(B)(4). Investigation: this set was unavailable for investigation due to the customer discarding it. An image showing a portion of the channel was received with this complaint. The customer indicated on the image that the perimeter weld was the issue. The picture received shows a slice adjacent to the perimeter weld on channel. It's location cannot be determined from the image. A review of the DHR was completed for this lot and nothing was presented that is relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes include but are not limited to: misload of channel resulting in seam leak or damage to channel from other centrifuge components such as the centrifuge arm. Manufacturing defect of channel welding or channel line tubing bonds. The cause of the machine alarms or the failure of a disposable tubing set on a machine may or may not be an indication of any actual failure of the disposable tubing set or the machine. Alarms or tubing set failure may be due to either a disposable issue or operator misload of the set.

Event description:
(B)(4). It was reported that 8 minutes after a donor was connected for a trima apheresis procedure, a leak in the centrifuge triggered the leak alarm and the procedure was stopped. The donor was then disconnected. Customer reports the channel seal was detached.